Event description:
The customer states that one patient sample generated a positive architect toxo igg assay result of 13 iu/ml. The patient's history showed that the previous toxo igg result was negative. The customer recentrifuged the sample and the retest results were negative (0.24 and 0.20 iu/ml). The toxo igm result for this patient was negative. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. A final report will be issued at the conclusion of an investigation. An investigation is in process.

Manufacturer narrative:
(B)(4).concomitant medical products: architect reaction vessel list#: 7c15-01 lot#s: 72252p100 and 71448p00. Information obtained for this investigation found that architect toxo igg assay reagent lot# 7082hn00 was last calibrated on 28 january 2009. The architect instrument is located in a laboratory with a dry (climate) environment. Reaction vessel lot numbers 72252p100 and 71448p100 were used on the instrument. No error codes 1006 (unable to process test, background read failure) or 1007 (unable to process test, activated read failure) were found in the message history log. The result log covered the dates and times of (B)(6) 2009 at 09:54:38 through (B)(6) 2009 at 09:58:46. The sample in question was captured in the result log. The background relative light units (rlu) were acceptable and the foreground reads did not exhibit static spike issues; however, elevated rlu reads were captured in the result log. The cause of the customer's erratic results could not be determined. Based on the available information, the cause of the customer's issue was not identified, nor was any deficiency identified for this complaint. A review of the complaint history for architect isystem sn# (B)(4) over the period of time of (B)(6) 2009 was performed. The review did find five other complaints related to this issue. The issues were resolved by component replacement and no product deficiency was found on the reagent lot in use. The architect system operations manual ((pn 201837-105) may, 2008) the architect toxoplasma gondii igg antigen (toxo igg) reagent package insert (48-3427/r3) both contain documentation addressing the customer's current concern. A malfunction of the system was not identified; the instrument was performing as intended. This is a final report.